Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during est the 100% o2 button failed. There was no patient involvement.